Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device would not move, bearing was seized, would not rotate or lock in the new position and the coupling was worn. The device also had component damage, the moving parts did not move smoothly and did not function. It was further determined that the device failed pretest for check the oscillation frequency, check the free movement, check pins length of cone sleeve and check the machine coupling. It was noted in the service order that the device was blocked prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.